Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker has reached elective replacement indicator (eri) and brady mode set to vvi which indicated battery capacity depleted (bcd). Moreover, vvi 50 and right ventricular (rv) automatic capture went to suspension ((no less than 3.5 volts or more than 5.0 volts). Patient was 100 percent rv paced and boston scientific technical services (ts) recommended patient to bring in for device replacement. As of this time, this device remains in service. No adverse patient effects were reported.